Event description:
It was reported that the atrial lead dislodged and had no capture. The lead was repositioned, but the patient did not follow the physician's directions and the patient removed the arm out of the sling which caused the lead to dislodge a second time. The lead was explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found.